Event description:
A customer was viewing images with rectangular pixels, and they were displaying as if the pixels were square. This was occurring only in open gl mode. The software (in open gl mode) is not compensating for the pixel sizes when it scales the image in the viewport. This causes image distortion. The image distortion could perceivably cause incorrect measurements to be calculated. If the measurement tool is used in a distorted image, when measurements are applied to a non-distorted image, the calculations would be incorrect. At the time emageon was made aware of the anomaly, it was not known if there were any safety implications.